Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2023 and suture was used. Prior to use on the patient, the package of the suture was found damaged. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Please provide the source or name and title of the external person providing answers to follow-up.